Event description:
It was reported the device withheld therapy for a long, slow ventricular tachycardia episode. The device discriminator that withheld therapy was onset. It was also reported there were variations in the pacing rate prior to the arrhythmia onset. The patient was not symptomatic. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: a 4076, implantable pacing lead: (B)(6) 2013. (B)(4).